Manufacturer narrative:
Through an investigation it was determined that the root cause of this failure mode is connected to a component failure. This failure is contributed to high fatigue and stress placed on the weld of the top plate of the seat post over time. Permobil is unable to confirm whether patient abuse is a factor. The wheelchair has been repaired with new component and delivered to the patient, operating according to specification. Parent company has an on-going investigation and has opened a CAPA for this failure mode. After investigation is completed a follow up MDR will be submitted. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution. Note: the patient reported being homeless without a way for us to contact him. If the missing information in this report is discovered a follow up report will be sent.

Event description:
Patient reported using the wheelchair on the morning of (B)(6) 2017, when the seating system detached from the chassis. The patient fell with the seat and reported having pain in his shoulder and was taken to the hospital from which he suffered an inflamed sciatic nerve. The patient was wearing a positional belt.